Event description:
It was reported that the run/safe switch moved freely during a routine equipment evaluation at the user facility, by a manufacturers' service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the run/safe switch moved freely during a routine equipment evaluation at the user facility, by a manufacturers' service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Impact damage is known to cause or contribute to the reported event. The handswitch is not a repairable device and will not be returned to the user facility.